Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "dr. Was tightening the screw into the plate by hand and the head of the screw cleanly twisted off of the shaft" surgical delay - 10 minutes.